Event description:
Healthcare professional reported rupture diagnosed by ultrasound and mammography. Additionally reported were ¿heterogeneous, numerous para-prosthetic cystic images¿ and ¿in favor of already ancient and multiple siliconomas, which seems contained in the capsule.¿ the device has been explanted. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation:visual analysis of the returned device identified the device was broken shell and brown particles material was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one sharp edge broken/opening in the shell with nicks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken/opening in the shell with nicks in the side posterior assessed as surgical impact opening.

Event description:
Healthcare professional reported rupture diagnosed by ultrasound and mammography. Additionally reported were ¿heterogeneous, numerous para-prosthetic cystic images¿ and ¿in favor of already ancient and multiple siliconomas, which seems contained in the capsule.¿ the device has been explanted. This record relates to the left side.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "in favor of already ancient and multiple siliconomas, which seems contained in the capsule".

Event description:
Healthcare professional reported rupture diagnosed by ultrasound and mammography. Additionally reported were ¿heterogeneous, numerous para-prosthetic cystic images¿ and ¿in favor of already ancient and multiple siliconomas, which seems contained in the capsule.¿ the device has been explanted. This record relates to the left side.